Event description:
It was reported a separation occurred. A comet ii pressure guidewire was used in a procedure to evaluate ischemia in a 75% stenosed, severely tortuous and mildly calcified lesion. After the evaluation, resistance was felt in removing the device. Due to this, the comet guidewire and ivus catheter were removed together. After removing the devices, it was found that the comet guidewire was partially broken 5-6mm from the tip of the device. After it had been completely removed from the body, the broken part fully separated from the other part of the wire. There was no harm to the patient.

Event description:
It was reported a separation occurred. A comet ii pressure guidewire was used in a procedure to evaluate ischemia in a 75% stenosed, severely tortuous and mildly calcified lesion. After the evaluation, resistance was felt in removing the device. Due to this, the comet guidewire and ivus catheter were removed together. After removing the devices, it was found that the comet guidewire was partially broken 5-6mm from the tip of the device. After it had been completely removed from the body, the broken part fully separated from the other part of the wire. There was no harm to the patient.

Event description:
It was reported a separation occurred. A comet ii pressure guidewire was used in a procedure to evaluate ischemia in a 75% stenosed, severely tortuous and mildly calcified lesion. After the evaluation, resistance was felt in removing the device. Due to this, the comet guidewire and ivus catheter were removed together. After removing the devices, it was found that the comet guidewire was partially broken 5-6mm from the tip of the device. After it had been completely removed from the body, the broken part fully separated from the other part of the wire. There was no harm to the patient.

Manufacturer narrative:
Device returned to manufacturer: returned product consisted of the ffr comet pressure wire in two pieces. The occ cable was not returned for analysis. The device shaft, tip, proximal face end, sensor were visually and microscopically examined for damage or any irregularities. Inspection of the device revealed that there were numerous kinks throughout the body of the wire with the distal shaft separated/detached 8cm proximal of the tip. The separated ends were ovaled, indicating that the device was kinked prior to separation. The tip was also found to have been stretched and bent. The device was sent to mtac to perform sem imaging on the separated/detached ends of the wire to confirm the cause of the separation/detachment. Mtac results found that the comet ii field return sample shows significant evidence of fatigue leading to ductile overload. Several cracks are evident on rows near the fracture faces, potentially caused by forces applied to the device during surgery. These cracks appear to initiate near the ends of the slots and progress longitudinally through the ring sections. The striation patterns on the fracture faces suggest that the cracks were propagated by fatigue/cyclic loading of the parts. The large dimples above the striations suggest that the final rupture of the parts occurred via ductile overload. A copy of the complete mtac report is attached to the investigation record. Product analysis confirmed the reported event, as the comet ii wire was separated/detached at the distal end of the wire near the tip.